Manufacturer narrative:
The manufacturer previously reported information alleging that a ventilator inoperative condition occurred on a bipap a40 device. There was no patient harm or serious injury reported. A philips service representative evaluated the a40 bipap system and performed a software update which restored the system to normal operation. No parts replaced during service.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a ventilator inoperative condition occurred on a bipap a40 device. There was no patient harm or serious injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.